Event description:
Surgeon was performing an anterior cervical disc and fusion (c5 &6) and distraction pin broke off inside pt, embedded into the bone. Per the o.r. Manger, short of performing a vertebralectomy, no way to retrieve broken piece. Item was left in the bone. Titanium cage used and not in contact with pin.